Event description:
Dcs plate was implanted on 2/29/96 along with an iliac crest bone graft, supplemented with allograft bone. The allograft bone was necessary due to severe osteoporosis. A bone stimulator was also implanted. X-ray taken on 9/29/97 show the plate broken. The plate was removed on 10/23/97.